Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor storage (outside vial).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 100mg/dl to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer storages the strips outside of vial in the carrying case. The test strip lot manufacturer's expiration date is 03/24/2019 and open vial date is (B)(6) 2016 . The meter memory was reviewed for previous test result history: lo on (B)(6) 2016 09:42:00 pm fasting: yes. Memory concerns: customer was informed that lo means the result is reading below 20 mg/dl. The customer is not experiencing any symptoms of low blood sugar and does not need to seek any medical attention. The customer is testing three times a day (fasting). The customer has not made any recent changes in the diet, exercise regimen, or medication.